Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, the surgeon found that the tip of the needle was missing during the last stitch. An x-ray was used to search for the tip but nothing was found. Additional information has been requested but not yet received.